Event description:
It was reported that the t: slim x2 pump battery would not charge properly, with the connection being unstable, requiring the customer to hold the cable in place or strategically position the pump. There was no adverse impact to the customer¿s blood glucose level. The pump did not shut down, and the customer was advised on proper usb insertion to prevent further damage. Technical support decided to replace the pump, although it was out of warranty, and transferred the customer to sales for additional options since they declined an out-of-warranty loaner pump due to lack of insurance.